Event description:
It was reported that the atrial lead exhibited intermittent noise. The noise could not be replicated with isometrics or pocket manipulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.